Event description:
It was reported that: it was alleged that, "the pt underwent a total hip replacement on (B)(6) 2008". It was further alleged that, "the pt had an unstable and infected hip which required revision."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. The device is not available due to the ongoing litigation. Should device or add'l info become available, the eval summary will be submitted in a supplemental report. The following other hip devices were also listed in this report: trident 10 x3 insert 36mm ID, cat# 623-10-36f; lot k2hmdd. Accolade plus tmzf hip stem #3, cat# 6021-0335; lot 22918302. Delta v-40 ceramic head 36/+7.5, cat# 6570-0-736; lot 21902601. D/m grip and 2 2.0mm homog cbl, cat# 6704-0-210; lot# 20265501. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.